Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No blank display noted during testing. The insulin pump had moisture damage found on the motor. No moisture damage found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.